Event description:
The customer reported during deployment on a patient, the band guard lock indicator of the left user control panel on the autopulse nxt platform (sn (B)(6) flashed intermittently. The platform would not start compressions. The crew replaced the lifeband but issue persisted, and the platform was still unable to start compressions. The crew reverted to manual CPR. No adverse effects on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer complaint that the band guard lock indicator of the left user control panel on the autopulse nxt platform (sn (B)(6) flashed intermittently was not confirmed during archive review or functional testing. However, the complaint that the platform would not start compressions was confirmed during functional testing and archive review. It was determined that the platform displayed a flashing alert indicator led and was unable to start compressions due to multiple occurrences of fault 1097 (fault_position_sync_error). This fault was related to a software issue. The archive data indicated fault 1097 (fault_position_sync_error): failed to read encoder position during sync operation, related to the reported complaint. The autopulse nxt platform failed the preliminary functional test due to the flashing alert indicator led. The customer reported complaint that the platform would turn on but would not provide compressions was confirmed. The fault 1097, which indicates the motor encoder is logged, was related to a software issue. To remedy the issue, the band was pulled on to nudge the motor. After pulling on the band and recycling the power, the flashing alert turned off, and the platform became functional and ready for compression. A known good nxt band was connected to both sides of the platform. The band locks were verified to be securely in place and the band guard lock indicators on both user control panels were not lit. The reported complaint of a flashing band guard lock indicator was not reproduced. The platform was tested using the mztf (medium zoll test fixture) with four batteries until fully discharged without faults or errors. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse nxt platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint that the platform would not start compressions, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).